Event description:
It was reported that the ilet user experienced high blood glucose after completing a full supply change. Review of use indicated a prolonged post-lunch hyperglycemia following treatment of a prior low with three 15-gram glucose tablets, consistent with an incorrect treatment method and a usage issue, and no specific device component was implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 64 mg/dl to 273 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.